Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the patient had been moved to another room for completing the procedure. It was reported that the free disk space was low, which can impact imaging. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the problems with the ippc and hdd. Quote for part replacement was provided to the customer. But the third-party service provider and customer declined the offer and opted to address the issue independently which was resolved in another case. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating that free disk space was low, which can impact imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.